Event description:
It was reported that "staple split apart". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. Proper functional testing could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot#: 73h2300100 was manufactured on 08/02/2023 a total of (B)(4) pieces. Lot was released on 08/16/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.